Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump stopped after repeated upstream occlusion alarms. This has been ongoing for most of the day so far. Patient confirmed there were no occlusions between pump and medication bag and confirmed bag was fully spiked. Confirmed infusion started at 16:00 with disconnect appointment at 15:45. Unable to check settings as keypad not working due to alarm/error. Latch was locked by facility. Hard reset attempted by removing and replacing batteries following 20 second pause. Alarm returned upon start up. Batteries removed and tubing clamped near port. There was patient involvement and no patient harm/adverse event reported.